Event description:
It was reported the right ventricular (rv) lead dislodged the next morning after implantation. The rv lead was repositioned to a slightly different location and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product 1888tc, competitor lead, (B)(6) 2010. (B)(4).